Event description:
Additional information was received via a company representative. The patient¿s admitting diagnosis on (B)(6) 2018 regarding pump explant with catheter revision was chronic pain syndrome. It was further noted that the reason for the (B)(6) 2018 visit was encounter for adjustment and management; chronic pain syndrome, personal history of traumatic brain injury, personal history of oth (healed) physica, quadriplegia (unspecified), hypotension (unspecified), and hypo-osmolality. The patient¿s clinician history, pre-operative diagnosis, and post-operative diagnosis was spasticity status post traumatic brain injury. The patient¿s height was 175.26 cm; weight was not specified. The patient was noted as having had allergies to codeine and penicillins. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d11: product ID 8711 serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter; product ID neu_unkn own_prog lot#/serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #:(B)(4), ubd: 2009-04-25, UDI#: (B)(4); product ID: catheter, serial #: unknown, ubd: unknown, UDI#: unknown, h6 update: the method code 4118, results code 3233, and conclusion code 11 petains to the pump and catheter with unknown serial number. The previously applied method code 4114, results code 3221, and conclusion code 67 remains applicable to the catheter with serial number (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis of the both catheter components revealed a non-significant anomaly regarding a tear in the seal near the guide ring of the sutureless connector. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: neu_unknown_prog, serial# unknown, product type: programmer. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #:(B)(4), ubd: 2009-04-25, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. A physician stated that the affected pump was replaced (B)(6) 2018 and they revised the existing catheter at the same time because it was severed at the pump site area. The existing catheter tip was confirmed as still in the same position as the original catheter implant. The original drug was 4000 mcg/ml at 1510.8 mcg/day of compounded baclofen. The old drug in the existing pump was transferred to the new pump and a back table prime was done, but the physician did not know what prime volume was utilized. On (B)(6) 2018, the pump was programmed to 4000 mcg/ml at 192.1 mcg/day and a 100 mcg bolus over 10 minutes was delivered. The physician thought another prime over 4 days was programmed but did not have the report from (B)(6) 2018 at the time of the call. It was further reported that they did this because they were not sure how much drug was left in the existing catheter and did not confirm cerebrospinal fluid (csf) backflow/patency at that time. They could not aspirate via the catheter access port (cap) either but thought it was due to the patient having been in a supine position and they did not re-position the patient¿s body at that time to see if they then would be able to aspirate via the cap. The physician stated the patient was at the clinic today ((B)(6) 2018) with quite a bit more spasticity and rigidity which began since the revision on (B)(6) 2018. After interrogating the pump today, they did not see that there was any bolus in progress from (B)(6) 2018. The reporter was inquiring about next steps. Troubleshooting was performed with the physician and pertinent info per reporter¿s inquiries were reviewed at the time of the call. The physician was going to try and obtain the report from (B)(6) 2018 and call back for additional troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported the pump had stalled twice randomly.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml; 1600 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient heard the pump alarming the evening of (B)(6) 2018. The patient exhibited flu like symptoms of stomach pain and vomiting. The hcp referred the patient to the hospital. The patient was in the emergency room (ER) when the pump was interrogated. It was discovered that the pump experienced a motor stall around 10:30 pm the night of (B)(6) 2018 and a motor stall recovery around 11 am (B)(6) 2018. The patient¿s abdomen was bloating with increased distention and he was vomiting blood. The ER did a blood panel and it was unknown what other tests were rendered or completed. It was also reported that, during the last few pump refills, approximately 3 cc¿s more than what the pump readout reported was extracted from the pump before refilling. It was undetermined as to the cause of this as there were no prescribed bolus¿. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The patient was scheduled for a dye/rotor study but had to cancel due to the recent illness. It was unknown if surgical intervention was planned for possible removal of the pump. It was unknown if the issue was resolved. Patient status was unknown. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient did not recently have an MRI and there was no electromagnetic interference (emi) interaction with the pump. As of (B)(6) 2018, the motor stall was active. There were no further complications reported at this time.

Manufacturer narrative:
The type of report was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer (patient¿s wife). The pump still had not been replaced but needed to be replaced immediately and was alarming non-stop. The alarm would stop for an hour, then alarm every 10 minutes for a while, and then would alarm 4 or 5 times within in an hour. It was described as having been hard to even keep track of. The patient was starting to show symptoms of withdrawal with increased spasticity and clonus which had gotten worse over the last 4 weeks. It was indicated that a physician kept blowing it off because the patient was not having seizures or anything like that yet. It was further noted that it¿s gotten worse over the last few days and the doctor said possibly the surgery can occur next week but, but the reporter didn't think the patient can wait until next week. It was noted that the reporter was directed to call the manufacturer to see if the pump could be read by a company representative to inform the doctor what the status was and how urgent the situation was. The reporter was hoping a company representative could come to the patient¿s home. The pump was noted as having administered compounded baclofen with concentration 4000 mcg/ml at a dose rate of 1500 mcg/day. A company representative further reported on (B)(6) 2018 that the patient needed medical clearance from a primary care provider to proceed with replacement. It was noted that they met with him several times and confirmed the pump status. It was noted that unfortunately the patient needed urgent replacement to restore therapy. The company representative was to follow-up again with the physician office to check on the status of clearance from the pcp.